Event description:
It was reported that a cartridge alarm occurred in the past. It was also reported that an altitude alarm occurred in the past. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. There was no reported impact to the customer¿s blood glucose level. The customer did not share an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.